Event description:
It was reported that the customer had a foley catheter inserted, while it was inserted, they had a spontaneous erection, and their urethra was torn or ripped. No medical intervention was reported. Per follow up via phone on 22feb2023, it was reported that the patient was using a 3 way foley and had a spontaneous erection. During the erection, they had a tear to his urethra, developed a stricture and had a procedure to rectify it. The patient suggested that 2-3 inches be added to the catheter to prevent this issue.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. A potential root cause for this failure mode could be due to incorrect former selection caused incorrect catheter size dipped . The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Corrections: b. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had a foley catheter inserted, while it was inserted, they had a spontaneous erection, and their urethra was torn or ripped. No medical intervention was reported. Per follow up via phone on 22feb2023, it was reported that the patient was using a 3 way foley and had a spontaneous erection. During the erection, they had a tear to his urethra, developed a stricture and had a procedure to rectify it. The patient suggested that 2-3 inches be added to the catheter to prevent this issue.